Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 20. Details of surgery: ridge augmentation. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type IV and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling, bleeding and inflammation. No further patient complications were reported.